Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they experienced low blood glucose on (B)(6) 2019 with blood glucose of 32, 66, and up to 132 mg/dl at the time of the incident. The customer has been experiencing both highs and lows. The customer used juice to treat the low. The customer experienced symptoms such as frequent urination and loss of consciousness. The customer was wearing the insulin pump during the incident. The customer believes the pump was over delivering. Troubleshooting was not completed as the customer declined. The customer was hospitalized on (B)(6) and had lost consciousness. The insulin pump will not be returned for analysis.